Event description:
It was reported in a clinical study that the patient initially underwent a shoulder replacement procedure. The patient subsequently experienced a dislocation and underwent a revision to a high-offset construct. During the revision surgery, the surgeon removed the torque screw, humeral tray, humeral liner, glenosphere, and glenosphere locking screw. No further information is available.

Manufacturer narrative:
D10: 300-30-06 - equinoxe preserve stem 6mm, b542737. 315-35-00 - glnd kwire, b311251. 320-06-42 - glenosphere 42mm b320140. 320-15-02 - rs glenoid plate sup aug, 10 deg b281473. 320-15-05 - eq rev locking screw, b475529. 320-20-00 - eq reverse torque defining screw kit, b560703. 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, b597098. 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, b595268. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, b404018. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, b540156. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, b549939. 321-52-07 - 3.2mm drill bit sterile, b496109. 321-52-09 - 3.2mm k-wire, trocar tip, b497686. 322-10-00 - humeral adapter tray, +0 b495953. 322-42-00 - 145-deg pe 42mm hum liner, +0 b216873. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.